Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis and calcification). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis and calcification). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute rx drug-eluting stent in the lad which has stenosis and calcification. The pre-dilatation balloon used could not cross the lesion. An attempt was then made to position the endeavor resolute rx device, however, it could also not cross the lesion. The physician used a different brand of product to complete the surgery. The device was returned to the manufacturing facility for evaluation and analysis revealed damage to the stent. Evaluation summary the stent was present on the balloon between the markerbands. The distal tip of the device was stubbed. The distal segments on the stent had no evidence of damage. The middle section of the stent had evidence of damage, the 12th, 13th and 14th proximal stent segments had evidence of bunching and stretching. The proximal section of the stent had evidence of damage, the 10th, 6th, 7th and 1st proximal segments had evidence of raised and stretched struts and appeared deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).